Manufacturer narrative:
Retainer ring = black. Case type =ngp customer returned pump for alleged cosmetic damage located at the battery compartment and lcd window and was found on (B)(6) 2022. Device was received with partial display. Unit passed the displacement. Unit failed to pass the self test due to partial display. P-cap was attached and locked properly into place. No alarm/alerts/anomalies noted during testing. Pump was cut and found evidence of moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube thread cracked, cracked keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), keypad overlay texture damage, cracked lcd controller (pcb 1), cracked lcd window. Missing segments/partial display is confirmed due to cracked lcd controller. Cosmetic damage is confirmed at battery compartment and lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type o

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had line through the screen. Customer was able to read the display. There was a crack on the battery side. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Troubleshooting was performed. No harm requiring medical intervention was reported. The product was been returned for analysis.